Event description:
It was reported that there was a signal artifact monitor (sam) episode on this implantable cardioverter defibrillator (ICD) system with noise and oversensing on the right atrial (ra) lead channel. It was also reported that there was oversensing of the ventricular signal by the ra lead causing inappropriate mode switches. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this ICD system remains in service.